Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time/date changed without user interaction. Customer corrected time/date. Customer declined to upload pump data for tandem technical support to review for a possible cause of event. There was no reported impact to customer's blood glucose.